Event description:
It was reported by the customer that a pyxis medstation es system had a main drw 3.1 cubies periodically not detected on bus. The customer reported that the user was unable to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to reseat all cables including row board cable. A field service engineer manually released cubies and cleaned out foil/debris and reseasted row board cable at the trays. The system functioned as intended.